Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 14atms on the first inflation. The progressive disease lesion being treated was located in the 95% stenotic, non tortuous, and non calcified circumflex artery (cx). The device was removed from the patient intact without any difficulties. The procedure was completed with another maverick2 balloon. There were no patient complications. The patient condition is listed as "chest angina".